Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. An adverse event appears to have occurred, but the limitted information provided does not reasonably suggest a problem with the device or the way it was used. The decision to report was based on lack of sufficient information. MFR# reference:(B)(4).

Event description:
Reportedly, a refereeing physician for a trabecular micro bypass stent patient requested medical counsel regarding a patient with unspecified issues; following cataract plus stent procedure. In addition, the report noted that the physician was considering removing the stent, but would prefer to confer with glaukos medical monitor prior to removing the stent. Any omitted information was not provided at the time of this report. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).